Event description:
The reported description notes that the bedside monitor did not produce an audible alarm for a high priority alarm condition. It was noted that a visual alarm message was display of the monitor's screen. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not produce an audible alarm for a high priority alarm condition. It was noted that a visual alarm message was display of the monitor's screen. No patient harm was reported. Further testing by the customer showed the audible alarming was working as intended. The central station alarm log shows that the alarm was generated and was not silenced at the central station. The available data is fully consistent with no malfunction for the monitor configured for unlatched alarming and latched visual alarming when the patient's alarm condition resolves. Alarm control, including latching alarms, is adequately described in the device labeling (IFU). Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.